Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient's family member had reported that the patient was experiencing a dull pain radiating around the implantable cardioverter defibrillator (ICD) pocket and high blood pressure. No other pain was noted. The caller was wondering if the device was working right. The device remains in use. No further patient complications have been reported as a result of this event.